Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4474 lead, implanted: (B)(6) 2002. Product ID d314trg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture causing non-physiologic short v-v intervals and noise. The oversensing led to pacing inhibition and the patient experiencing pre-syncope. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.